Manufacturer narrative:
(B)(4).

Event description:
A report was received stating during 'prior to use' testing an endobronchial tube was found not to properly inflate. There was no patient involvement. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned endobronchial tube was evaluated for the reported "cuff won't inflate" issue. The reported event could not be duplicated during testing. The reported defect is unconfirmed.

Manufacturer narrative:
(B)(4).